Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular (rv) lead was repositioned as there was loss of capture and the lead was not sensing appropriately. An xray was performed and it was noted the lead had pulled back into the atrium. One week later the patient presented to the emergency room after receiving four shocks and oversensing was observed. It was further reported the lead was dislodged and was not sensing or pacing appropriately. The lead was programmed off and later explanted and replaced. No further patient complications have been reported as a result of this event.